Event description:
The facility representative reported a flo-gard infusion pump which over-infused versed on a (B) (6) male patient in the intensive care unit. The intended infusion was 6ml/hr with a total volume to be infused of 100ml. Instead, the pump infused at 20ml/hr, delivering the entire 100ml in 5 hours. There was no patient injury or medical intervention necessary but the patient was groggy as a result of the over-infusion. Half normal saline was also being infused on a separate flo-gard pump but this infusion was not interrupted. No additional information is available.

Manufacturer narrative:
(B) (4)the facility reported a dual channel flo-gard infusion pump which had over-infused. However, this condition could not be confirmed during product evaluation. Infusion accuracy tests were performed on both pumphead mechanism channels, using a rate of 200 ml/hr with a volume to be infused of 35ml. Channel 1 delivered 36.7ml and channel 2 delivered 35.8ml, both within infusion accuracy specifications. Therefore, no repair was necessary.